Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap gastric procedure, the needle fell out while suturing. Surgery time was not delayed by more than 30 minutes. There was a fragment needle component fell into the patient's cavity but it was retrieved.

Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
Evaluation summary: post marketing vigilance (pmv) received two devices, opened by the account with the appropriate display box. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. A needle was observed in the jaws of instrument 2. Witness marks on the bevel wall were observed for instrument 2. The needle was unloaded from instrument 2. Both instruments were then loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle in all directions from both sides of the jaws during this test in an effort to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle for both instruments. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.